Event description:
As reported to coloplast but not verified, pt implanted with restorelle mesh on (B)(6) 2011. Later pt experienced infection, pain, bleeding, dyspareunia, urinary and bowel problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.